Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing a planned treatment for coronary procedure. The procedure was delayed and completed by rebooting the system multiple times. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently unable to perform geometry movements. Upon functional testing, the fse analysed the logfile and found problem with the z2 rotate motion and prop motion which both share a common amc. The nss recommended to replace amc and the fse replaced the amc and performed the calibrations, but issue persisted. Upon further testing, the fse found z2 motor assembly was causing errors which affected other motion. To resolve the reported issue, the fse replaced z2 motor assembly, cleaned rails, and perform the position calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.